Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient received multiple shocks for a ventricular tachycardia (vt) storm. The seventh shock accelerated the rhythm to the ventricular fibrillation (vf) zone. Another shock was given which converted the vf back to vt. However, therapy was exhausted in that zone. Review of the delivered shock impedance found intermittent high out of range measurements. On one of the reversed polarity shocks the impedance measurement was greater than 145 ohms and triggered a code indicating it shocked into a shorted lead condition. It was noted that shocks were delivered after this with shock impedance measurements of 88 ohms and 97 ohms. The following day the patient was seen in the clinic and testing showed impedance measurements of 100 ohms in both initial and reversed polarity. Boston scientific technical services (ts) discussed isometric testing and suggested explant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead as shock impedances greater than 140 ohms can truncate the energy and the system may not be able to deliver full therapy. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated his device was emitting tones. Patient services referred the patient to his clinic. The patient came into the clinic where the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance was noted to be rising over the last year and was not at 120 ohms. No noise was seen on the lead, thus the physician has opted to raise the alert in the remote monitoring system and continue to monitor the patient. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to continued high out of range shock impedance measurements along with the inability to convert the patient's ventricular tachycardia (vt). A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.